Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total vaginal hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included docusate sodium (stool softener) since (B)(6) 2018 for constipation. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced constipation ("constipated"). The patient was treated with surgery (total vaginal hysterectomy). At the time of the report, the medical device removal outcome was unknown and the constipation had not resolved. The reporter considered constipation and medical device removal to be related to essure. The reporter commented: plaintiff was taking stool softener twice a day and nothing working. Concerning the injuries reported in this case, the following one/ones were reported via social media: constipation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: data received from social media. Case upgraded to serious incident. Essure was removed, date of explantation was captured, event 'medical device removal' was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.